Event description:
The implant was failed due to patient bone condition, traditional 2 stage, poor oral hygiene, bone grafting material used, tobacco use.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.